Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed noise causing oversensing with pacing inhibition greater than two seconds asystole. A lead fracture was suspected. An internal technical service consultant was contacted and lead revision was recommended. No adverse patient effects were reported.

Event description:
Additional information was received; a revision procedure was performed, this lead was removed, replaced and disposed of by the facility.

Manufacturer narrative:
As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.